Manufacturer narrative:
This supplemental report is being submitted because upon completion of investigation and review of the complaint file, this complaint was determined to be not reportable as there was no product malfunction and the issue was caused by user error.

Manufacturer narrative:
The returned catheter was returned to siemens for evaluation. The catheter was visually inspected and mechanically tested and found to pass all safety and performance tests. It seems that the image problem was caused by saline contamination on the interconnect area. It is common for saline solution (from the pre-insertion test) to be present on the gloves of the catheter user. Sometimes the conductive liquid can transfer to the interconnect area where the catheter and the swiftlink connect. A typical result is an initialization error and failure of the catheter to function or image problem. If the catheter fails to initialize/image or if it is noticed that saline solution has gotten into the interconnect area, simply disconnect the catheter from the swiftlink and wipe the interconnect area dry with a clean cloth.

Event description:
It was reported that a bad image was displayed on the ultrasound system. The catheter was replaced and the issue was resolved. No additional information was provided. Multiple attempts were made via email to obtain additional information regarding the reported phenomenon but with no results.